Manufacturer narrative:
Additional information: (B)(6). A saber 2mm x 4cm 90cm balloon catheter (bc) ruptured at approximately 6 atm (six atmospheres). The balloon was replaced with a non cordis balloon and the procedure was completed successfully. There was no reported patient injury. A non cordis guidewire crossed the lesion and the saber balloon was delivered to the lesion. The balloon was inflated, however, it ruptured. The target lesion was the left popliteal artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. Additional information was received and the device was prepped normally. There were no difficulties removing the product from the hoop, the balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A non-cordis indeflator was used. The product was removed from the patient intact (in one piece). The following information was unknown: contrast media, contrast to saline ratio, if the same indeflator was used successfully with other devices, resistance/friction while inserting the balloon through the rotating hemostatic valve, resistance/friction while inserting the balloon through the guide catheter, difficulty advancing the balloon catheter through the vessel, difficulty crossing the lesion, catheter ever in an acute bend, balloon inflate normally. The product was not returned for analysis. A device history record (DHR) review of lot 17082285 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a saber 2mm 4cm 90 ruptured at approximately 6 atm. The balloon was replaced with a non cordis balloon and the procedure was completed successfully. There was no reported patient injury. A non cordis guidewire crossed the lesion and the saber balloon was delivered to the lesion. The balloon was inflated, however, it ruptured. The target lesion was the left popliteal artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. The product was clinically used and will not be returned for analysis. Additional information was received and the device was prepped normally. There were no difficulties removing the product from the hoop, the balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A non-cordis inflator was used. The product was removed from the patient intact (in one piece). The following information was unknown: contrast media, contrast to saline ratio, if the same indeflator was used successfully with other devices, resistance/friction while inserting the balloon through the rotating hemostatic valve, resistance/friction while inserting the balloon through the guide catheter, difficulty advancing the balloon catheter through the vessel, difficulty crossing the lesion, catheter ever in an acute bend, balloon inflate normally.